Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d6a, d9, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported ¿ruptured¿. This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported ¿ruptured¿. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on radius side assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿ruptured¿. This record is for the right side. Device has been explanted.